Event description:
Hcp reported that pt's infection developed between refills but that the pt did not report to the physician's office until there was pus draining from the pump pocket. Pt had a history of waiting a little too long for medical care. Pt was reported to be very thin. The pump was explanted and the culture of the pump pocket showed gram positive cocci - staph aureus. Pt has not returned to see hcp since the device was explanted.